Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this coronary sinus implantable lead exhibited a wide variance in left ventricular (lv) lead impedance and thresholds with different lead configurations. When programmed lv tip to rv coil, the pacing impedance is 500 ohms and threshold the is good, but in the other three configuration is getting >2000 ohms for impedance and thresholds are high. A lv lead fracture or tissue interface issue is suspected.